Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the investigation is based on the event description, the returned filter, and an image review. It was reported that after about 10 days the filter migrated into the right brachiocephalic vein, with extreme kink in one of the filter legs, which curled back upon itself almost 210 degrees. The whole filter without fracture was successfully retrieved using conventional equipment. The retrieved celect-pt filter was returned with two of the secondary filter legs crossed. After uncrossing/repositioning the crossed legs they regained their original position and the shape of the filter was back to normal, but with a slightly increased distance between some of the secondary legs. There was no sign of any leg, which was or had been extremely kinked or ¿curled back upon itself almost 210 degrees¿. According to the image review the filter was placed in the infrarenal ivc measuring 20mm at the location of the filter feet. The filter demonstrates 3.8° of leftward tilt. The ivc appears to have normal anatomy and the celect platinum ivc filter appears to be normally aligned. Follow-up chest x-ray, reportedly 10 days following placement of the ivc filter demonstrates the celect platinum ivc filter in the right upper chest, reportedly within the right brachiocephalic vein with an "extreme kink in one of the limbs". On the chest x-ray, the maximal distance and the primary filter feet measures only 13 mm. All four primary filter legs are clearly identified. The resolution of the image is such that the secondary filter legs are barely perceivable, however, the reportedly "kinked "leg is very radiopaque, even more so than the primary filter legs. Magnification views of this image suggest that this is not part of the original ivc filter and is likely a guidewire fragment entrapped within the ivc filter, it has the typical "j" configuration of a guidewire. Patient is intubated at time of the chest x-ray, indicating that the patient is in the ICU. In all likelihood, a central line was placed either via a right jugular or subclavian approach, bedside, and the wire inadvertently became engaged in the ivc filter. When the wire was retracted, this dislodged the ivc filter, pulling the filter past the right atrium, through the superior vena cava and into the brachiocephalic vein. Furthermore, it would be very unlikely for the filter to migrate from an infrarenal location to lodge the in the brachiocephalic vein, and not travel in the direction of blood flow, into the right heart. In addition, the primary filter legs are closer together on this image than at time of ivc filter placement in the ivc, suggesting the filter would not have migrated into a smaller vessel, against the direction of blood flow, but was rather pulled there. The ivc filter was reportedly removed uneventfully, but there was no comment regarding an additional wire fragment associated with the ivc filter as suspected. In addition, there are no comments regarding any potential central line placement around the time of reported ivc migration. Further interrogation of the chart would likely reveal this information. There are adequate controls in place to ensure the device was manufactured to specifications. It was determined that because any discovered non-conformances were properly dispositioned before final release, there is objective evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) k171712 investigation is still in progress.

Event description:
Description of event according to initial reporter: uneventful right transjugular ivc filter insertion into infrarenal ivc. No tilt. Normal sized ivc. Ivc filter subsequently migrated into the right brachiocephalic vein after about 10 days, with extreme kink in one of the limbs. No known abdominal trauma or manipulation. This required right external jugular access for transvenous retrieval of the migrated ivc filter. The kink in one of the limbs is such that it curled back upon itself almost 210 degrees. Successful endovascular retrieval using conventional equipment. The filter was retrieved whole with no limb fracture. Patient outcome: additional procedure needed for endovascular retrieval of migrated ivc filter. Patient is unconscious throughout (low gcs, intubated, underlying haemorrhagic stroke).